Manufacturer narrative:
Insulin pump received with minor scratches on display window, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported the customer had a crack on their insulin pump's screen. The customer also reported there was a deep scratch on the screen. Customer stated they may have bumped the screen while working. The customer's blood glucose was 130 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).